Event description:
Mother reported the pt has experienced hyperglycemia and ketones since (B)(6) 2012. Blood glucose has been in the range of 18-25 mmol/l (324-450 mg/dl) and was 22.5 mmol/l (405 mg/dl) at the time of the report. Pt's ketone count was 1.9 on (B)(6) 2012 and 2.3 on the day of the report. Pt has also experienced some "lower readings," blood glucose was 8 mmol/l (144 mg/dl) in the evening on (B)(6) 2012, but elevated to 22 mmol/l (396 mg/dl) at 3:00 a.m. The infusion device has not provided any alert or error message. Mother believes the insulin delivery of the infusion device in inaccurate. Clinic advised to use the infusion device for basal rate delivery but to deliver bolus insulin by injections. Mother delivered 5, 10, and 20 unit boluses into the air to see if boluses were being delivered. Insulin started "flooding out" around the adapter, but no insulin came out of the infusion set needle. Mother reported she would change the adapter to see if the issue was resolved. F/u was completed with the pt's mother. After the adapter was changed, insulin flowed out of the infusion set needle. Pt's blood glucose was still elevated to 17 mmol/l (306 mg/dl), and mother believes the basal rates are not delivered correctly. She continued to give boluses through an insulin pen. The infusion device and related accessories were requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No further info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.